Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update. No adverse patient effects were reported.